Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for the revision of the right atrial lead due to under-sensing and loss of capture. On (B)(6) 2020 the physician attempted to replace the lead, however the patient's vein was occluded, and the chronic atrial lead was left in place. The patient was stable.